Event description:
It was reported that the customer accidentally bolused 4.5 units. At time of report, customer's blood glucose (bg) level was 74 mg/dl. The customer was given milk.

Manufacturer narrative:
On (B)(6) 2015 followup: reportedly, cause of accidental bolus occurred because customer had entered blood glucose value instead of the carb value. Customer's blood glucose level dropped to 60 mg/dl the evening of the over-delivery. In addition to milk, customer ate a peanut butter and jelly sandwich with juice for treatment of low bg's. The t:slim user guide indicates pump is to be used with individual 12 years of age and older; patient is (B)(6). The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.